Event description:
A report was received that the patient experienced a significant change of location of stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned. The patient was reportedly doing well postoperatively.